Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 600 mg/dl at the time of the incident and blood glucose was 152 mg/dl at the time of call. The customer declined troubleshooting for high blood glucose. The customer was treated with manual injection for high blood glucose. The customer reported that they had no delivery alarm and was resolved by changing the infusion set and reservoir. The reservoir will not be returned for analysis.